Event description:
A customer reported experiencing a cartridge alarm 6 with their insulin pump. Despite the alarm, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The issue persisted even after loading a new cartridge, leading customer technical support to decide on replacing both the pump and the cartridge. The original cartridge was available for return, and the customer was advised by technical support to switch to a new cartridge. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump and agreed to the terms, leading to the dispatch of a loaner pump. The pump issue was further addressed, resulting in the resumption of normal pump operation and insulin delivery.